Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was hospitalized for an unrelated process and was on their back for an extended period of time. As a result, the patient experienced some necrosis of the tissue around the pocket site. Surgical intervention took place on (B)(6) 2023 where the necrotic tissues was excised and packed the wound with antibiotics beads. There were no impacts to effective therapy.